Event description:
The hospital reported that they have a defective vasoview hemopro 2. When they opened the sterile pack to remove the device the harvester notice a metal prong sticking out of the jaw. No patient involvement. Complainant provided photos. The heater wire is observed to be lifted.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4) updated section. Corrected section. The device was returned to the factory for evaluation on 11/24/2024. Photographs were provided by the account. A photographic evaluation was conducted. Product information was observed in one photograph. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An investigation was conducted on 01/15/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The clear silicone insulation on the cold jaw was observed to be dark in color where the heater wire would rest if the jaws were closed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no other visual defects observed. Based on the returned condition of the device as well as the photographic evaluation and evaluation results, the reported failure "material twisted/bent wire" was confirmed, as well as the analyzed failure "thermal decomposition of device" was observed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot # 3000426121 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, when they opened the sterile pack to remove the vasoview hemopro 2, the harvester notice a metal prong sticking out of the jaw. A new device was used to complete the procedure. There was no delay. There was no patient harm.. Complainant provided photos. The heater wire is observed to be lifted.